Event description:
It was reported that a rechargeable neurostimulator system was implanted on (B)(6) 2011 and subsequently removed on (B)(6) 2011 due to the patient developing paralysis and a hematoma at the surgical site. Paralysis did not occur immediately after the system was implanted and it is not known if the system was turned on during the time it was implanted. Impedance readings at the time of implantation indicated "satisfactory battery connection." Removal of system had not yet resolved the paralysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was further clarified that the patient developed a epidural hematoma. A laminectomy to t8-t12 was also performed the same day the device was explanted. On (B)(6) 2011, the patient had a cerebral spinal fluid lead and the pocket had to be drained. The cause of the event was unknown. The patient had been transferred to a hospital for rehabilitation/physical therapy. The physician had not seen the patient for follow up.

Event description:
It was further reported that the patient's spinal fluid leak resolved. The patient outcome is noted as good; however, the patient continues to have some weakness, but has improved daily. The patient will continue therapy. The patient was last seen on (B)(6) 2012.